Manufacturer narrative:
(B)(4)

Manufacturer narrative:
One device was returned for evaluation. The device was returned damaged and missing drill tip p/n 90504722. The drill tip was not returned for evaluation. The failure mode of "drill breakage" has been confirmed. Due to the returned condition of the device a complete evaluation of the laser weld could not be performed. The device was visually evaluated per 90504732 at 10x magnification for burrs or cracks. Per the information provided by the complainant the drill head of the device was broken off on the guide during the removal of the drill from the guide. A review of the nonconformance database was performed for this part number which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has identified 2 additional complaints for this lot on file. However one of the two complaints was for an unrelated failure mode and the second complaint could not be evaluated as the device was not returned for evaluation. This failure cannot be attributed to a manufacturing related issue. (B)(4).

Event description:
It was reporting that drill bit broke off while removing drill and guide; dr. Unable to retrieve tip of drill; it remains in glenoid. Dr. Used straight 2.3 osteoraptor to do the repair.